Event description:
It was reported that the physician was concerned about the right atrial (ra) lead because there was a dent in the lead from the suture. It was further reported that the ra lead dislodged, had "low signals" and no capture. An insulation breach was noted during the revision, so the lead was changed. It was also reported that there was an alert for low impedance on the high voltage right ventricular (rv) lead. The lead was repositioned and remains in use. The patient was enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4092 implantable pacing lead 2008 (B)(6); d314trg implantable cardioverter defibrillator (ICD) 2013 (B)(6); 3830 implantable pacing lead 2013 (B)(6); 4194 implantable pacing lead 2008 (B)(6). (B)(4).